Event description:
The user facility reported that the physician was able to advance the impella 5.5 past the anastomosis but unable to advance 5.5 into the aorta. The physician attempted twice but inserting the 5.5 was unsuccessful. The 5.5 was removed and impella cp was placed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E.4 added selection as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anastomosis preventing successful delivery of impella. Device history review: the pump passed all the post sterile inspection checks.